Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause for the unexpected trop I es result is unk. It is likely that cellular debris, due to poor sample preparation, was present in the sample although this could not be confirmed. It was confirmed that the sample involved was not processed in accordance with the tube MFR's recommendation.

Event description:
The customer obtained non-reproducible, falsely elevated vitros trop I es results on pt's sample on the vitros eci analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Some of the trop I es pt results were reported to the clinician. There was no report of pt harm as a result of this event the report corresponds to ortho clinical diagnostics inc. (B)(4). Note: this 3500a form (MDR# 9680658-2008-00266) is one of five mdrs for this event. Five devices were involved.